Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The customer stated that sometimes, when there was a kink, it would take hours before the insulin pump would alarm no delivery. She stated she would go to bed and wake up with a blood glucose reading of 500 mg/dl. She advised that she was busy and did not have time to troubleshoot for the issue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.